Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was no video output/no image due to a faulty printed circuit board. Additionally, the evaluation found the following findings: the bottom and front chassis needed to be replaced due to corrosion, device had bad scope socket, bad receptacle board did not hold scope connector properly, the picture in picture connector was deformed, the footswitch connector was deformed, and labels were not legible. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no video input or image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon video is not output occurred due to failure of the printed circuit board. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.